Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient did not recharge the scs system and lost stimulation 2-3 weeks ago. The patient underwent surgical intervention on (B)(6) 4016 to remove and replace the ipg.

Event description:
Follow up information identified therapy has resumed and issue has been resolved.